Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jl4w, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis of the ins (B)(4) revealed insignificant anomalies, ins functioning okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient did not experience efficacy with the interstim after having a positive test. The patient had lead impedances and programming was attempted around the impedances on 01; 0, 2; 0, 3; 0, 4. The initial case was schedule for a lead revision. Several programming sessions were attempted with the physician to reprogram this patient. The old battery was plugged into the new lead and the same impedances popped up. The physician then decided that it must be the battery. One more impedance was run at higher amp and higher pw 2.5 and 240 with the same >4000. At that point the physician wanted a new battery. It was reported 3 days later that the hcp was looking for the manufacture date for this device and indicated that the device was explanted because it was not working. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.